Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan pump, two cylinders, and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion on the non-serialized exhaust tube of the pump. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the serialized exhaust tube and inlet tube of the pump. Testing revealed these to not be a site of leakage. Other areas of abrasion were noted on the serialized exhaust tube and inlet tube of the pump. No functional abnormalities were noted with either cylinder or reservoir. Based on examination of the returned product, it was concluded that while implanted all tubes of the pump overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress to cause a separation through the non-serialized exhaust tubing at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, tubing break at the clear tubing above the pump was reported. The device was explanted and replaced with another inflatable device.